Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported they shut off stimulation yesterday, but the patient was still feeling stimulation in the feet and legs. The patient turned it on and off a few times to confirm it was off. The patient stated her feet were getting weak because of the stimulation sensation. It was considered a sudden change in therapy. It was recommended to consult with her doctor. The patient called back and inquired if it was possible she could be feeling residual stimulation from having her stimulation set high. Patient services told her that could be possible and that the sensation should fade over time. The patient asked for physician listings closer to her. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.